Event description:
The customer reported that he received a no delivery alarm on the insulin pump. He stated noticed insulin was not exiting the tubing during the prime rewind process, so he changed the infusion set. The cusotmer further stated the insulin pump may have gotten too cold. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)